Manufacturer narrative:
Product event summary: the device was returned and analyzed. The device met 88% of expected longevity. The device had endured several charge storms and had a very high amount of charge time in a very short period of time which resulted in the rapid battery depletion. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) experienced premature battery depletion. The ICD was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) experienced premature battery depletion. The ICD is scheduled to be explanted and replaced. No patient complications have been reported as a result of this event.